Event description:
Healthcare professional reported "implant malposition due to radiation fibrosis, capsular contracture, baker grade I". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Continued: a.4. Weight: 171.8 lbs. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, b.7, d.6b, h.6.

Event description:
Healthcare professional reported "implant malposition due to radiation fibrosis ndr, right baker I". This record is for the right side. Device was explanted.